Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy.

Event description:
In 2007, pt underwent aaa repair. The physician was planning to use the standard bifurcated graft, but after placing the main body graft and the contralateral limb without incident, he perforated the pt's right external iliac as he was preparing to deliver the ipsilateral limb. The pt had a severely diseased right external iliac. The physician decided to place two more iliac leg grafts to land past the issue in the right external. He then placed a converter and an occluder and finished with a fem-fem bypass. Everything turned out fine.